Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to the need for frequent charging. The patient was reported to be doing well postoperatively. The explanted ipg was disposed of by the hospital and will not be returned for evaluation.